Event description:
New information notes the lead was explanted on (B)(6) 2014 and referenced on manufacture report number 2017865-2014-15398 with new complaint.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that at post-op, the right ventricular lead exhibited increased thresholds. On (B)(6), the patient(pt) presented to the hospital experiencing shortness of breath and chest pain. An echocardiogram revealed a pericardial effusion which was resolved with a pericardial window. On (B)(6), the pt presented to the hospital w/chest pain, the lead exhibited increased thresholds. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.